Event description:
The cover of the ceiling crane (cs4) fell off, striking a patient on the leg. The patient did not complain of great pain. The hospital informed the family member. The ceiling crane cover had a split several inches long and it is not determined if the split occurred before or after the cover fell. The locks on the cover secured the cover 100% on the right side and 75% on the left. Nothing else abnormal was noted. The patient was not injured.